Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is received, a quality investigation will be performed and a follow-up report will be filed.

Event description:
It was reported that the aseptic battery housing opened during a procedure. The non-sterile battery fell out onto the sterile field. There was a 10 minute delay while the pt was re-draped. No adverse consequences were alleged aside from the delay.